Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-16027. It was reported that the patient presented for generator change procedure. During the procedure, the right ventricular lead exhibited over-sensing of noise during an automatic mode switch episode. The patient was device dependent. The right ventricular lead was capped and replaced on (B)(6) 2019. Also, the right atrial lead exhibited automatic mode switch episodes caused by atrial lead noise. Programming changes were made to address the atrial lead noise. The patient was stable post procedure.